Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. The low leak co2 rebreathing is detrimental to patient. Failure to provide adequate ventilatory support to the patient during ventilation mode may result in hypoventilation/loss of volume or pressure. No patient harm reported.

Manufacturer narrative:
Through follow-ups, customer indicated that the unit was repaired by replacing the gas delivery system (gds) to address the reported problem. Customer performed a performance verification test (pvt) and unit passed. Unit is back in service. The manufacturer's site received the gas delivery system manifold assembly on october 4, 2017; but evaluation has not yet begun.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. Through follow-ups, customer reported that the unit would not go standby, alarms warning co2 rebreathing risk per respiratory therapist (rt) staff. Through follow-ups, customer indicated that the unit was not on a patient.

Manufacturer narrative:
The gas delivery system (gds) manifold assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned gds manifold assembly revealed some dust but no signs of damage or contamination. The gds manifold assembly was installed in the fi test ventilator. An operational test was performed in normal mode; the ventilator displayed an error message of low leak-co2 rebreathing risk after approximately 30 seconds. Air flow accuracy test was performed and results out of specifications. Fi technician identified that the air flow sensor u1. Fi technician replaced u1 and eeprom u2 that contains the sensor calibration data; reinstalled to fi ventilator and retested. The ventilator booted up in normal ventilation mode and delivered breaths without any errors generated.the root cause for the reported issue is due to the air flow sensor u1 is out of specification. After replacing the air flow sensor resolved the reported issue and the air flow pv test passed.